Event description:
The patient reported that their bolus was not delivered and that the bolus calculator was not functioning properly. They power cycled their controller, but the issue was not resolved. Blood glucose levels were not reported. Medical treatment was not required. Patient hung up the call, and no additional information has been gathered. If additional information is received, a supplement report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.